Event description:
It was reported the patient presented post-procedure. Upon interrogation, it was discovered the leadless pacemaker's (lp) capture threshold gradually rose until loss of capture occurred. The lp was explanted. There were no patient consequences.